Event description:
It was reported that pump is not recognizing the syringe and data transfer error events occurred . No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed missing plunger case seal and rubber feet. Case bottom cracked in battery bay and cracked right plunger case. Customer's reported issues were duplicated syringe test and power up process. The root cause of the reported issues was determined to have been caused by the barrel clamp head screw was loose and the memory was full. Actions taken to mitigate the reported issue: replaced barrel clamp rod, barrel clamp guide, barrel clamp spring and barrel clamp head screw per syringe recognition. Downloaded memory into software toolbox. Performed power up process and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.